Event description:
Litigation papers allege, the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiff's acetabulum, caused severe pain, and inhibited the patient's ability to walk. Patient will therefore, be required to undergo a revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.